Event description:
It was reported that during a low anterior resection procedure. The device was not working, as it was not able to clip. Unk how case was completed. There was no pt consequence reported.

Manufacturer narrative:
(B)(4): floor out of position, misassembled hoop spring, damaged antiback-up. Eval summary: the analysis results found that the instrument was received non-functional as during testing, the handle would not returned to open position thus the clips could not be fed. Upon disassembly of the instrument, the antiback-up lever was noted loose and out of position inside the handles. A potential cause of the condition found is misassembling of the hoop spring during mfg process. However, it could not be determined what may cause the condition found. A batch record review was performed and no anomalies were found during the mfg process.